Manufacturer narrative:
(B)(4). The report of error code 240.4150 was confirmed. Physical inspection of the device showed no damage or anomalies. Review of the error log shows that error code 240.4150.0 was recorded twice, occurring at 4:07pm and 4:08pm on (B)(6) 2018. Both events occurred while the pump module was infusing at the rate of 100ml/hr. The error code was replicated while infusing at the 100ml/hr incident rate. The asm analog task showed that the upper pressure sensor was intermittently sticking and producing an output at its rail voltage. With a new pressure sensor installed the issue was no longer replicated and the sensor returned to its zero offset voltage as expected when there is no load on the sensor. The proximate cause for the reported error code 240.4150.0 is a malfunctioning upper pressure sensor. The root cause for the sensor malfunction was not determined.

Event description:
The customer reported an error code 240.4150. It was reported that one device failed recently when in use on an open heart surgery case in the operating room. Although requested, no further event or patient details were provided.